Manufacturer narrative:
Concomitant medical devices: 419478, lead, (B)(6) 2008 and dtmb1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has intermittent undersensing noted on stored electrocardiograms causing some episodes to be marked as terminated while arrhythmia is still in progress and delaying therapy. The lead remains in use. No patient complications have been reported as a result of this event.